Event description:
I felt a tear in right implant two weeks after op. I made doctors aware, I was reassured everything was ok. It felt spongy in this area was very sore and sting a lot about three inches long near where the incision was almost immediately I became unwell, to this day. They were removed in 2011, and both ruptured during removal. I was told off the record by one of the doctors that they came out in pieces. The left implant had rotated and was upside down. They were replaced on same day with teardrop implants. When having them replaced I had everything scraped and lumps removed. They have grown back in three years. I have about fourteen or more lumps around breast area and all over my body.